Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for four hours and upon removal the pledget unraveled and later on a piece of the pledget also came out of her vaginal cavity. She did not experience any adverse health affects and did not seek medical attention.